Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the outer body was compressed on the proximal shaft just distal to the strain relief and the inner body was kinked on the middle shaft. The inner body was in the outer body and the inner body bumper marker was protruding through the outer body distal end. The stent was not returned. A small amount of friction was noted when moving the inner body in the outer body, likely due to the observed anomalies. No other anomalies were noted. From the information provided and investigation results there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Review and analysis of available information failed to indicate a definitive cause for the reported premature stent deployment during use. Therefore, a root cause of undeterminable has subsequently been assigned to the event.

Event description:
Following unsuccessful attempt to deploy the stent, the physician decided to withdraw the device and as the delivery system was being withdrawn, the stent unexpectedly deployed in the internal carotid artery (ica) c2 segment. The stent remains in the patient body. The procedure was aborted. There was no clinical consequence of the reported event to the patient who was reportedly "normal".

Manufacturer narrative:
(B)(4): the device is not available to the manufacture.

Event description:
Following unsuccessful attempt to deploy the stent, the physician decided to withdraw the device and as the delivery system was being withdrawn, the stent unexpectedly deployed in the internal carotid artery (ica) c2 segment. The stent remains in the patient body. The procedure was aborted. There was no clinical consequence of the reported event to the patient who was reportedly ¿normal¿.